Event description:
It was reported there was a hole in the device packaging. The issue was detected prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a hole in the device packaging. The issue was detected prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer provided one image of the hemodialysis kit. Visual analysis revealed that the middle of the lidstock contained a hole. The customer also returned one hemodialysis kit for analysis. No definite signs of use were observed on the components. Visual analysis revealed a hole in the middle of the lidstock. The seal of the tray was intact. Microscopic examination revealed that the hole had jagged edges. No sharp edges were exposed within the kit as protective tubing was present. The packaging facility was contacted as part of this complaint investigation. They indicated that all finished goods packaged in zdar are 100% inspected after sealing according to manufacturing instructions, so it is likely that the damage occurred after packaging. A device history record review was performed, and one finding was identified; however, it was not relevant to this complaint investigation. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged." The report of a sterility issue was confirmed through complaint investigation of the returned sample and the customer supplied photos. Visual analysis revealed that the lidstock contained a hole. Confirmation from packaging revealed that this damage occurred after packaging of the sample, either during handling or transport. Based on this and the customer report, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.